Event description:
Screw broke upon insertion. The fragments were retrieved without any procedural complications or patient injuries. If this were to recur it could result in fragments being left free in the body.